Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to retention issues which were likely caused by a too thick skin flap. Information on the device explantation report form states a skin flap thickness of 5-10mm, which partially exceeds the maximum 6mm recommended for good retention. This is a final report.